Manufacturer narrative:
Due to character limit in e1 full event site name:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that cardiosave intra-aortic balloon pump (iabp) gas cylinder was leaking. There was no patient involvement .

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6- type of investigation, investigation findings, investigation conclusion, and h11. A getinge field service engineer (fse) evaluated the unit and unit is in good working order and has no leaks. The minimum pressure drop with the cylinder closed is a physiological drop due to the connections of the pneumatic system of the device and is normal. As described in the user manual on page xi, it is indicated that the cylinder must be closed when not in use. Operation tests performed with positive results.